Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2010 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed the (B)(6) 2010 revision was due to mechanical complication. The patient¿s operative report noted a loose femoral component that was removed with the head; and an insertion of on-q pain catheter was performed. All components were removed and replaced with competitor components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-06747 / 06748).